Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: aw-cylinder (tube) and aw-tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on suction tube in universal cord. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Regarding the foreign material: based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope experienced piece of disinfection brush left in suction channel. The event occurred during set up. There were no reports of patient involvement.